Manufacturer narrative:
Method code.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and reoperation.

Event description:
On (B)(6) 2017, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported computed tomography images (date unknown), revealed there is a proximal type I endoleak, there is aneurysm sac enlargement (amount is unknown). Patient progress report notes dated (B)(6) 2018, stated under the patients assessment that the patient was treated for aaa in 2017, aneurysm size continues to increase (amount is unknown), two CT scans were performed and there is a possible type ii endoleak from a retrograde filling of the ima in the sac. On (B)(6) 2018, there was a reintervention, the physician coiled the internal mesenteric artery (ima) and there was a balloon angioplasty of the proximal and distal portions of the stents to reinforce ceiling. The patient tolerated the reintervention.

Manufacturer narrative:
Concomitant medical products: patient medications: aspirin, metoprolol, prilosec, vitamin d3, myrbetriq, synthroid, tamsulosin hcl, avodart, milk of magnesia, vitamin c, vitamin e.